Manufacturer narrative:
A service visit has been performed and a sample has been received. The investigation including root cause analysis is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that a patient experienced a corneal burn at the incision site during a cataract surgery. The patient's left eye (os) was affected. The procedure was completed and the incision was closed with a suture. The patient's postoperative status has not been reported at this time. The reporter indicated that due to the dynamics of the operating sessions, it was impossible to determine which handpiece was used in this patient. The facility indicated tha the day they changed the handpieces, they did not have any further burns or problems during the surgeries performed. Additional information has been requested but not received to date. This is the fourth of thirteen medical device reports being filed for this facility.